Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins). It was reported that they had been having a lot of trouble getting their implanted neurostimulator to charge for about a week and a half. Patient said the implant used to be flat under their skin, but now had "kicked out" and the top of the implant felt like it was trying to go "end to end" instead of flat. Patient said they could get the implant to charge, but then it would quit charging and they would have to reposition the recharger. Then today, they were seeing software problem [99]: "1- intellis; 2 - 3.6; 3 - 58; 4 - qf_new" while trying to use the charging equipment. Agent had patient reset controller by removing and re-inserting battery which cleared the message. Patient tried to begin charging again, and then again got the 'reposition' screen after gaining connection briefly. Patient mentioned they had an appointment with their healthcare provider next friday. The issue was not resolved. The patient was redirected to their health care provider to further address the issue. Agent provided nas phone number for healthcare provider to call if they'd like a manufacturer representative (rep) to assist at the appointment as well. Information was received from a patient regarding an implantable neurostimulator. The reason for call was off and on for 4 days now the patient has not been able to charge their implant. Patient stated they have been trying to charge for 2 hours and the implant is almost dead. Patient mentioned that the controller battery dropped down 10% but the implant never came up. During the call patient verified no visible damage to the recharger. Patient reset the controller and attempted to charge the implant, patient was able to start charging with excellent quality. The issue was not resolved. Pt reported their implant felt like it had been tilted and was pushing on their skin. The patient was redirected to their healthcare provider to further address the issue. Agent sent an email to the local rep.

Manufacturer narrative:
B3: date is approximate. Year is confirmed valid. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Patient reported they were going to see the hcp on the (B)(6). He is going to do surgery.